Event description:
It was reported that the lead exhibited unacceptable threshold.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of high threshold could not be confirmed. Body fluids were found inside outer insulation at 26.4cm through the but on the lead that was sustained during surgical procedure. The lead was otherwise normal.